Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# v682837, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the returned neurostimulator model 3058 serial # (B)(4) showed no anomalies.

Event description:
It was reported that the patient had a gradual loss of therapy from their implantable neurostimulator (ins) and it was removed. There was no patient injury in the event. The patient outcome was reported as recovered without sequelae. The indications for use of the device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a recurrence of overactive bladder symptoms. The gradual change in therapy had not been resolved. If additional information is received, a supplemental report will be sent.